Manufacturer narrative:
H3: analysis of the product ID 37761 serial# (B)(6) and recharger product ID 97754 serial# (B)(6), revealed dtc was scrapped due to excessive inventory and recharger was scrapped due to bent connector pins causing unit not to charge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97754 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #:(B)(6), ubd: , UDI#: ; product ID: 97754, serial/lot #:(B)(6), ubd: , UDI#: 00643169763296 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The patient reported the recharger is not taking a charge from the outlet, and the charger is dead since about a week ago. Patient services specialist asked clarifying questions. Patient service confirmed the desktop charging cord was not loose. Patient stated the metal piece came out of the connector pin. Patient mentioned she called medtronic representative jeffon saturday and representative told her to turn the implanted neurostimulator off because they did not want it to run the ins all the way down. An email was sent to repair to replace the desktop charger. Patient provided new hcp name name.  Additional information received from patient. Pt called back stating that they received the replacement dtc and left the recharger connected to the dtc all night, however the recharger still didn't charge or power on. Pt confirmed seeing the dtc green light on. The recharger was just blank when connected to the dtc. Agent walked the pt through resetting the recharger, however the issue was still not resolved. Agent reviewed recharger replacement with the pt.